Event description:
It is reported that the end-user developed an itchy, flat, dry, red rash mostly under the tape border that started about one (1) month ago. It is reported that the rash was treated with nystatin powder without improvement, however a change from a barrier wipe with alcohol to the sensicare barrier wipe did provide a slight improvement.

Manufacturer narrative:
Based on the available information, this event is deemed to ba a serious injury. It is reported that end-user is trialing full durahesive skin barrier. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.